Event description:
It was reported to philips that the device has a touch screen failure. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The field service engineer (fse) evaluated the device and confirmed the touch screen failure. The device needs a new display. Upon conclusion of the evaluation, it was determined that the display requires replacement. It was replaced. The device passed testing and was put back into service.